Event description:
The manufacturer became aware of an allegation of a ds2adv auto CPAP stating that the screen is not working and will not turn on. The device was returned to a third- party service center for evaluation. During the evaluation of the device, they found out that the customer complaint reproduced pca burn. Plus, burn screen connector and error codes in the device. In addition to bottom enclosure and plus contamination. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.